Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having an infection at the pocket site. It was also reported that the patient was positive for meningitis. No device malfunction was suspected. The patient was placed on intravenous antibiotics and reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having an infection at the pocket site. It was also reported that the patient was (B)(6). No device malfunction was suspected. The patient was placed on intravenous antibiotics and reportedly doing well.